Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after taking the pump out of the pocket, the customer viewed that the pump had calculated 77 units to be delivered via bolus. The customer confirmed that the bolus was not delivered. Reportedly, the customer did not enter or request a bolus of that amount. There was no reported adverse impact to the customer related to the reported issue. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis; however, the customer did not upload data and did not respond.